Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. The ra lead was replaced with a different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. The ra lead was replaced with a different model. No additional adverse patient effects were reported. Additional information indicates that the lead fell out and was replaced. The facility retained the possession of the lead. No additional adverse patient effects were reported.